Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review was requested for the subject device lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 3.0 cannulated cruciform screwdriver tip broke during a right patella open reduction internal fixation (orif) on (B)(6) 2016. While the surgeon was tightening down the screw it seemed like the cruciform tip disintegrated. A screwdriver from another set was used. The fragments were retrieved and the surgery was delay 5-10 minutes. The surgery was completed successfully. The patient's outcome was stable. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: one (1) cannulated cruciform screwdriver (part: 314.463 / lot: 4296380) was returned with the cruciform tips broken off at their bases. The four (4) tip fragments were not returned. The handle is intact and undamaged. Though the exact cause cannot be identified, the damage appears to be the result of excessive forces. Replication of the complaint condition is not applicable as the device is already broken. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The driver is used in the 3.0mm cannulated screw system for insertion of screws. The relevant product drawings and screwdriver blade component drawings were reviewed during the evaluation with no design issues or discrepancies noted. It is most likely that wear and excessive forces caused the driver tip to break; however, an exact root cause could not be determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The release to warehouse date (date of manufacture) is jul 15, 2001. No non-conformances were generated during the production of the subject device. The investigation results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.